Manufacturer narrative:
The patient reported experiencing blisters/welts while using the mcot device with universal patch configuration (electrode lot #e648340). The patient sought medical treatment for the skin irritation and was prescribed medication categorized as "other" to treat the condition. Despite the skin irritation, the patient did not take a break in service or discontinue using the device. The patient confirmed following the recommended skin preparation steps prior to applying the device. The patient reported no history of skin sensitivity or allergies to adhesives or metals. The universal patch was not returned for evaluation. Engineering evaluation was unable to be performed as the universal electrode patch was not returned. The universal patch is single use and disposed after use; therefore, it is not likely to be returned. Medical adhesive related skin injury (marsi) is likely related to a biocompatibility hazard manifesting at the electrode's interface with the patient's skin. No single factor or combination factors were identified and/or attributed to electrode skin irritation and associated symptoms. The product labeling advised patient of alternate options and other steps to take if skin irritation develops, including healthcare professional contact as needed.

Event description:
The patient reported experiencing blisters/welts while using the mcot device with universal patch configuration (electrode lot #e648340). The patient sought medical treatment for the skin irritation and was prescribed medication categorized as "other" to treat the condition. Despite the skin irritation, the patient did not take a break in service or discontinue using the device. The patient confirmed following the recommended skin preparation steps prior to applying the device. The patient reported no history of skin sensitivity or allergies to adhesives or metals.